Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a bent probe and leaking from the handler. The fe replaced the probe and performed the diagnostic checking procedures. Repairs have returned the instrument to expected operation.

Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted. Probe issues can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to erroneous test results.